Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was unable to test for functionality due to excessive debris within the shaft. Engineering disassembled the unit and found excessive debris embedded in the shaft. The root cause remains unknown; however, excessive debris prevents proper clip advancement. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our initial / final report.

Event description:
Lap chole- "clip applier fired once incorrectly and then wouldn't fire again." Medwatch - parastomal & incisional hernial repair - "stapler fired once incorrectly and then would not fire again."